Event description:
On (B)(6) 2014, it was reported that the patient thinks the blood glucose monitor does not provide accurate bolus recommendations. The patient's mother stated that after running a blood test the device recommended a bolus of 50 units of insulin. She stated that is too much insulin for the blood glucose result. No adverse event was reported. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).